Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed. The device was not on tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device was received with one pear-shaped clip jammed in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. The device was cycled, fed and formed the remaining eleven clips within manufacturing specifications and then, it locked out as intended. Possible causes of the found malformed clip might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.